Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the cooler heater unit made a big block of ice. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Per technical support, the customer has an old style ice sensor which could be the probable cause. The manufacturer technician advised customer to replace the ice sensor kit assembly on the unit. The field service representative (fsr) confirmed the complaint and installed the ice style ice sensor kit and completed preventative maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.